Manufacturer narrative:
The video monitor was returned for evaluation and the reported green line was confirmed. The issue was isolated to the lcd wire harness. The lcd harness wire was replaced, in addition kapton tape was placed over the exposed connector and the green line was resolved. The video monitor passed all test and was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The glidescope avl monitor has been received by verathon, however at the time of this report the evaluation has not been completed. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer report that during a patient procedure, using a glidescope avl monitor, it displayed a quarter inch wide horizontal green line initially, then switched to multicolored vertical line across the screen. Reportedly no image was noted on the display, just the multicolored lines. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.